Manufacturer narrative:
The device has been requested by baxter quality management for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available. A 2-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue. (B)(4).

Event description:
The facility reported via a user facility report, "pump was set with rate and verified by another nurse, at one hour check - rate had increased times ten. Diagnostic lab intervention required". According to the facility's risk management department, the pump was being used on a neonatal patient in the level iii nursery. Dextrose 10 percent ("d10") was being infused as a primary infusion via the patient's "uvc" (umbilical venous catheter). There was no piggyback infusion running with 10 percent dextrose. The pump was programmed for a rate of 4.5ml/hr and reportedly, it was found to be infusing at a rate of 55 ml/hr for approximately one hour. As a result, the patient required "blood work", however, the risk manager stated the patient did not require any treatment or medical intervention. According to the risk manager, no adverse event resulted from the event. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding channel involved, glucose level prior to the event, other medication involved, and set up of the infusion device. Reference uf # (B)(4).